Event description:
It was reported that the all speeds do not work on the hand piece for battery powered driver. The unit was pulled from hospital due to performance issues during weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service and repair evaluation: the customer reported that the all speeds do not work on the hand piece for battery powered driver. Field equipment unit. The unit was pulled from hospital due to performance issues during weekly audit. The repair technician reported motor with sn (B)(6) have been scrap, cracked contact plate, damaged membrane vent, device run low in fast forward and reverse mode, does not run in forward mode, discolor wires, damaged circuit board, brown residue on barrier, patina on housing, switch plate, rust on nose cone and motor. Device failed in cosmetic test. It was reported that rotation test failed after repair. Replace motor and circuit board 2 times and is was unknown why the device failed. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008 synthes lot # 007785 supplier lot # (B)(4) release to warehouse date: 28 may 2020 manufacturing site: (B)(4). No ncrs were generated during production. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.